Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. The tamper seal on the sample received was found intact and the device was in good physical condition. The event history log was reviewed, and force sensor test error was identified in the history. Force sensor test error was found during the power up process and the force sensor was unable to be calibrated. The root cause of the reported problem was contamination of the entire plunger assembly. The multiple plunger assembly components along with plunger printed circuit board and square shaft were replaced. The problem sources was identified as user interface. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that a force sensor error occurred. No patient injury was reported.